Event description:
During cybersecurity firmware update, it was noted that the device went to back up mode, prior to implantation. There was no patient involved and the device was not implanted.

Manufacturer narrative:
Analysis of the device image obtained from the pacemaker noted the device was in backup vvi mode due to error code reset from telemetry interruption. The battery voltage level was at beginning of life (bol) at that time. Mechanical testing revealed normal device characteristics. The reported event of backup vvi mode was confirmed; and the cause of the hardware error code reset is consistent with anomalies associated with firmware upgrade procedure and not device related.